Event description:
Patient was admitted to the hospital due to high bgs; hospital meter read 897 mg/dl. Patient was "unable to activate a pod due to a pdm malfunction, so had not had any insulin until mom took her to the hospital yesterday." She stayed at the hospital for one night and was treated with an insulin drip and fluids. The pdm is not expected to return.

Manufacturer narrative:
Device was not returned for evaluation - we are unable to assess product condition to determine if any malfunction occurred. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased, then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours, then replace the pod and contact a hcp for guidance. The user guide also warns," ...if you experience unexpected elevated blood glucose levels, change your pod." In cases of emergency or when travelling, users are trained to carry "insulin syringes or pens in case injections are needed," and in addition, users should carry "several vials of insulin or insulin cartridges if you use a pen." The user guide has a section dedicated to "using the personal diabetes manager." It discusses in detail not only how to setup and use the pdm, but how to resolve various alarms/alerts/errors. Lot qualification records were reviewed and determined to have passed all acceptance criteria.